Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remotely accessed the station and confirmed that the drawer opened successfully. The tss identified that the medication requested was still pending approval from the pharmacy, which explained the delay in access. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer did not open when attempting to issue medications hydromorphone 2mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.